Manufacturer narrative:
(B) (4).

Event description:
It was reported a critical pump alarm was heard and confirmed by telemetry. The alarm occurred due to a motor stall. The pump logs were checked. The logs confirmed a motor stall and motor stall recovery had occurred. The pt had gone through an MRI and had not informed anyone handling the pump. Add'l info rec'd indicated the pump was later explanted. The pt did not like the pump. There were no known issues with the product.